Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that when the coil was being advanced in the microcatheter, the coil delivery wire fractured at about 15cm from the proximal end of the delivery wire. The coil was removed from the patient. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The proximal contact was found to be broken. The physician may have perceived the proximal contact break as a delivery wire break. Information available indicated that the device was confirmed to be in good condition prior to use. It is possible that the proximal contact broke during handling. The proximal contact is located at the proximal end of the delivery wire and remains outside the patient at all times during the procedure. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that when the coil was being advanced in the microcatheter, the coil delivery wire fractured at about 15cm from the proximal end of the delivery wire. The coil was removed from the patient. There were no reported clinical consequences to the patient.